Event description:
It was reported via facility medwatch mw5156188 that the patient felt like being electrocuted and the spinal cord stimulator (scs) was causing burning sensation in the nerves. The patient underwent an explant procedure. No further information has been obtained despite good faith efforts.